Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave a solid tone. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it was found that the hand piece no longer meets the specifications for continuity and phase margin. Complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that a solid tone was noticed from generator when activated. A second handpiece was used to complete case with no pt consequence.